Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing hypertension and tachycardia. It was further reported that the patient's pulse would go lower than the lower programmed rate on their implantable pulse generator (ipg) at night-time. The ipg remains in use. No further patient complications have been reported as a result of this event.